Event description:
This was initially a corevalve case. After 3-hours, and a ruptured iliac, the heart team summoned me to the room. We immediately placed a 14-fr esheath and successfully delivered a 20mm s3u-r and implanted it into a failed 21mm mosaic valve (implanted in the patient in 2014). The sapien part of the procedure was fast and successful. However, the patient had to undergo an open femoral repair because of the damage caused by the attempted core valve (evolut-pro). I am going to file a cer even though the sapien part of the procedure was simple, fast, and successful. The corevalve never made it into the body. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).